Event description:
During a laparoscopic gastric bypass, the surgeon was using the device on a roux-en-y, and on the fourth firing, there was an incomplete staple line. A new, like device was used to finish the case. There was no pt consequence.